Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing unexpected and uncomfortable stimulation. An sjm representative met with the pt and reprogrammed the pt's scs system, however, the issue persists. Surgical intervention may be undertaken to address the issue.